Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient's height, build, and activity level are unknown. The device was in vivo for approximately 2 years. Based on the available information, a definitive root cause for the loosening cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported by the patient's attorney that the patient underwent a right knee replacement in 2006. Post-op, she experienced pain and was revised in 2008. Loosening was also noted as reason for revision.